Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were seeing poor communication on their patient programmer. Caller was redirected to their healthcare provider to have their ins status checked. Caller reported the patient went in for an MRI of the head the week prior and the patient programmer has not been connecting to the to the ins since. Caller stated the MRI center had a physician programmer and was trying to connect to the ins to determine ins state, but they were unable to connect. It was recommended the patient contact their doctor to have the ins battery checked. Caller stated the patient had not been back to the doctor post-implant, but they would try to reach the doctor to have the ins checked. No patient symptoms were reported. No further complications were reported or anticipated.